Event description:
On 3/5/96, device was implanted. On 10/8/96, the cylinders were revised. On 10/23/96, the entire device was removed form the pt and replaced due to infection in wound. Add'l lot/serial #: bj300 009.